Manufacturer narrative:
Complaint investigation underway.

Event description:
Silk road medical was made aware on september 09, 2022, that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by 0.014" enroute guidewire. The dissection was resolved with heparin reversal.

Event description:
Silk road medical was made aware on september 09, 2022, that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by 0.014" enroute guidewire. The dissection was resolved with heparin reversal.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.